Manufacturer narrative:
(B)(4), date sent: 9/19/2023. D4: batch # 388c09. Additional information was requested, and the following was obtained: what was the secondary issue to not being able to open the device? - a piece fell out of the jaws when they loaded the reload. They werent sure where the piece came from. After they went to fire the device, the jaws wouldnt open back up.

Manufacturer narrative:
(B)(4) date sent: 10/30/2023 d4: batch #388c09 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with a slight scratch on the nozzle and with a gst60g reload present. The reload was received with the one-piece sled detached and unfired making it non-functional. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. During the functional test, the device opened and closed as expected. The condition of the missing sled is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instructs the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. The event of difficult to open could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 388c09, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what was the secondary issue to not being able to open the device? How was the device removed from tissue after the partial firing?- manual override. Was the home button attempted?- yes, nothing changed. Any information on the piece that fell out? (I.e., color, material plastic or metal, etc.)- beige color, they think it came off the reload. Was the device pulse fired or continuous fired?- stopped mid fire while the firing button was being pressed, not during a pulse. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic procedure, dr. (B)(6) went to fire the ech60s on the lung and it partially fired and stopped. When they loaded the reload before firing, a piece fell out of the gun on the scrub table but they weren¿t able to locate the piece. They proceeded anyway. The device wouldn¿t open when pressing the handle while simultaneously pressing the release buttons so they pulled the manual override. No harm was done to the patient. A new device was pulled to complete the case. There was a delay. New device was used to complete procedure. No patient harm.